Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) reported that the implantable neurostimulator (ins) was removed on (B)(6) 2015 for an unknown reason but the leads were still implanted. The patient was having an MRI that was related to the implant because it was of the lumbar spine. Follow-up was being conducted to determine reason, cause, and troubleshooting performed regarding the reported event. If received, a supplemental report will be submitted. Indication for use included spinal pain and lumbar radiculopathy.

Event description:
The patient reported that regarding the implantable neurostimulator (ins) removal, it just never reached the pain. So, since it was not helping and the unit itself was pinching the patient every time she sat down, the patient had the physician remove it. The manufacturer representatives (reps) helped the patient and tried to get it where the pain was. It just did not work for the pain. It just did not get to the pain. They tried and tried with different settings, but just went around the pain site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the reason for removal of the implantable neurostimulator was that it never covered the pain. Every time settings were changed and they had it, it migrated and covered no pain areas; just could not get to where the pain was. They readjusted several times, got very painful and started pinching the patient all the time. The pinching was very aggravating; just started causing more pain.